Manufacturer narrative:
Continued e1 -- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported right side capsular contracture, baker grade ii and later reported "intracapsular rupture" diagnosed via MRI. The device remains implanted.